Event description:
The event is reported as: complaint alleges: "the return tube came off while in use. The user heard some leaking noise. Defect discovered during nebulization treatment on a pt." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.